Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem powered on but was unable to charge a battery pack. The cause for the failure was insect contamination throughout the charger. The root cause for the failure was insect contamination throughout the charger. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that the battery charger was unable to power on.